Manufacturer narrative:
Added code 4110 to the type of investigation conclusion: a review of complaint history did not identify any adverse trends. Through troubleshooting, a user error was identified and corrected. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Customer used the wrong test kit (sars only) for confirmatory testing. Root cause: customer procedural error. Source: phone.

Event description:
Suspected false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. No confirmatory testing was completed for the flu result.